Manufacturer narrative:
Hcp (nurse) contacted valeritas customer care to request instruction on how to remove a vgo device. She reported that a patient was being admitted to the hospital and that she (the nurse) needed assistance in removing the vgo device. She did not provide information regarding why the patient was being hospitalized. Patients name was provided but contact information was not. Further patient contact information is not available. There is no allegation of device malfunction. No device was returned for evaluation. Root cause cannot be determined based upon the information provided.

Event description:
Hcp (nurse) contacted valeritas customer care to request instruction on how to remove a vgo device. She reported that a patient was being admitted to the hospital and that she (the nurse) needed assistance in removing the vgo device. She did not provide information regarding why the patient was being hospitalized. Patient's name was provided but contact information was not. Further patient contact information is not available.